Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: 3189 - surgical intervention, 3191 - recurrence, 1695,1994,2330. Additional information: age or date of birth, weight, other relevant history, brand name, common device name, MFR name, city & state, device identification, explant dated, MFR site, report source. Additional description of event or problem narrative: it was reported that the patient (B)(6) 2016. It was reported that following the procedure the patient experienced recurrence, adhesion, pain and discomfort.